Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. From the user guide - your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pup should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.

Event description:
It was reported that the pump touch screen was cracked. Additionally, the customer reported that the pump became unresponsive due to water damage. Customer¿s blood glucose level was between 162-217 mg/dl. The customer reverted to an alternate method in insulin therapy.